Event description:
It was reported when the device is initially turned on, the device paced at 139 ppm (pulses per minute) regardless of setting. Symptom was repeated once in shop testing, but unable to repeat after recycling the power. Intermittent failure was also reported. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, there was a loose connection between the main printed circuit board (pcb) and interconnect flex. As a result the connection was cleaned and reconnected. It was also noted that all three control knobs were cracked, the upper and lower cases were broken and contaminated, and the ring cover was broken and contaminated. (B)(4).

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Event description:
It was reported when the device is initially turned on, the device paced at 139 ppm (pulses per minute) regardless of setting. Symptom was repeated once in shop testing, but unable to repeat after recycling the power. Intermittent failure was also reported. The device was returned for repair. No patient complications were reported as a result of this event.